Event description:
It was reported there was ventricular oversensing resulting in episodes of post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.